Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they opened up a unit, tested the scissors, and they broke. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection reveal that the shaft had detached from the hub and was sheared. There was some evidence of blood. Based upon the visual observations and the functional test, the reported complaint was confirmed on (B)(4) 2011. (B)(4).